Event description:
It was reported that technical errors occurred indicating an internal +12 v power failure, as well as an internal -12 v power failure. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The ventilator was tested on-site by our field service engineer (fse) and the reported issue could not be reproduced. Based on the reported technical error codes the fse replaced the monitoring printed-circuit board (pcb) as a precaution. The replaced pcb was returned and mounted in a reference ventilator. Ventilation was performed over the course of 8 days without any issues observed, and pre-use checks performed passed without any remarks. Evaluation of device logs did however, indicate that the monitoring pcb is faulty, but that the fault is intermittent. The errors first appeared on (B)(6) 2016 in the logs, which was determined to be the actual date of event. The root cause for the reported issue has not been determined. If the monitoring pcb fails during ventilation, the control system will continue to ventilate and alarms will be generated.

Event description:
(B)(4).